Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), approximately 1 year 4 months post transfemoral tavr procedure with a 26mm sapien 3 ultra valve, the patient is now symptomatic with paravalvular leak (pvl). A tee was submitted for a proctor review, however, it has not yet been determined what the next course of action is. The fcs believes the plan is to treat with a bav, however, no date has been determined.

Manufacturer narrative:
Correction to h6 based on additional information. The device was not returned to edwards lifesciences for evaluation, however, a device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for paravalvular leak was unable to be confirmed due to unavailability of relevant/medical records. As reported, 'approximately 1 year 4 months post implant of a 26mm sapien 3 ultra valve, the patient is now symptomatic with paravalvular leak (pvl). The patient was treated with post dilatation using a 26mm commander system with +3cc's.' Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valve and the transcatheter valve replacement procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. Due to insufficient information, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Correction to b5and h6 based on additional information.

Event description:
As reported by the field clinical specialist (fcs), approximately 1 year 4 months post implant of a 26mm sapien 3 ultra valve, the patient is now symptomatic with paravalvular leak (pvl). The patient was treated with post dilatation using a 26mm commander system with +3cc's. The pvl was still present, but reduced to trace/mild.